Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause of the static electricity issue was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that running of static electricity was noted when communication with the left ins was performed by the patient's family. It was noted this static electricity was different from ordinary static electricity and felt sustainable. The issue was considered resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified the patient had a feeling of static electricity when communicating with the left ins, and that the sensation lasted longer than ordinary static electricity.